Event description:
It was reported that using a femoral artery access approach during a procedure of the iliac artery the absolute pro vascular stent delivery system (sds) was being inserted in to the 6 fr sheath when the sds sheath retracted and the stent struts were uncovered but not opened; the handle was in the locked position. There was no report of resistance. The device was not used. A different device was used in the procedure without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.